Event description:
It was reported that the device continued to operate and not alarm that it was occluded for over nine (9) hours at a rate of 0.68ml/hr when a clamp was closed on the tubing. Clinician observed that lipids had migrated a short distance into the tpn IV tubing. Noted that a clamp was clamped on the lipid tubing below the filter. Tubing unclamped and inspected for breaks or fractures. Syringe pump taken out of patient care area and replaced with a different syringe pump. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit: other occupation, report source other. Correction: initial reporter occupation, report source. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had failed to alarm was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device continued to operate and not alarm that it was occluded for over nine (9) hours at a rate of 0.68ml/hr when a clamp was closed on the tubing. Clinician observed that lipids had migrated a short distance into the tpn IV tubing. Noted that a clamp was clamped on the lipid tubing below the filter. Tubing unclamped and inspected for breaks or fractures. Syringe pump taken out of patient care area and replaced with a different syringe pump. There was patient involvement, but no harm.